Event description:
It was reported that after a power outage, the device ac's main light was inoperative and it would not charge the installed battery. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control service representative evaluated the device and determined that the power supply was damaged. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.